Event description:
Reportedly, display issues (gradient colors and parasitic lines) as well as decalibrated screen were observed for the subject programmer. In addition, the date and time could not be programmed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, display issues (gradient colors and parasitic lines) as well as decalibrated screen were observed for the subject programmer. In addition, the date and time could not be programmed.